Event description:
The patient was found to have a burn on her left inner.thigh after surgery. It is presumed that the diathermy plate was inthis place during surgery and that the vulcan machine did not indicatethere was a fault.

Manufacturer narrative:
(B)(4): product passed all functional testing per process summary (B)(4). All calibration testpoints were well within specs. No problem found. Root causes of patient injury could be improper pad placement, air bubble under pad, or using a non-conforming brand of pad with this product. Unable to locate pad that was suppose to be sent back with product.(B)(4)